Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading between 75-80 mg/dl all day. The patient was asymptomatic. Later that evening, the patient began vomiting. The patient¿s cgm was reading 75 mg/dl and the bg meter was reading 289 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s wife took him to the emergency room. Once in the ER, the patient was diagnosed with diabetic detoacidosis (dka) and transferred to the intensive care unit (ICU). He was treated with IV saline, IV insulin drip, magnesium, potassium, and zofran. The patient was discharged the following day (more than 24 hours). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.